Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that a broken silent nite device was received from dr. (B)(6). For credit. Additional information received reported that the device anchor broke while the 29-year-old, male patient was sleeping on (B)(6) 2026. There was no patient injury or adverse outcome and no medical intervention was required.